Event description:
It was reported that the patient presented in the clinic for follow-up. Upon device interrogation, the right atrial (ra) lead exhibited under-sensing and high capture threshold. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.